Manufacturer narrative:
If the product is returned, analysis would be performed, and this report would be updated at that time. Upon receipt at our post market quality assurance laboratory, the s-ICD was thoroughly inspected and analyzed. Visual inspection found no anomalies. Review of the memory log found no system errors or resets. The device was put through and passed the returned products test, which involves a series of automated diagnostic testing that verifies the performance of sensing, shocking and recording functions of the device commensurate with battery voltage. The analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use. No abnormal conditions were detected.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted and replaced with a transvenous system as it delivered several inappropriate therapies to the point of therapy exhaustion, due to physiologic noise oversensing. This s-ICD was returned for analysis and no additional adverse patient effects were reported.

Manufacturer narrative:
If the product is returned, analysis would be performed, and this report would be updated at that time.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted and replaced with a transvenous system as it delivered several inappropriate therapies to the point of therapy exhaustion, due to physiologic noise oversensing. This s-ICD is expected to be returned for analysis and no additional adverse patient effects were reported.